Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ ap biological contamination of the instrument was causing illogical results. Results were deemed unreliable prior to confirmatory testing. No results were reported to physicians and there was not patient impact. The following information was provided by the initial reporter: "the customer is preparing the phoenix panels using the autoprep. This week they are having a lot of panels with illogical results and failing qc's. Purity plates created from phoenix ap prepared ID broth tubes are showing mixed cultures, so the customer believes the contamination to be coming from the phoenix ap."

Manufacturer narrative:
H.6. Investigation summary: this memo serves to summarize findings on your recent complaint (B)(4) on the instrument 448010 (phoenix ap), serial number (B)(6) where it was reported that the instrument had contamination. Per the fse the instrument was cleaned and consumables replaced and issue resolved. No further information was provided on the specific results; therefore, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of july 2022. This has the same hazard as line 7 of baltrm448010aph rev 10: false susceptibility which has a severity of s4.

Event description:
It was reported that while using the bd phoenix¿ ap biological contamination of the instrument was causing illogical results. Results were deemed unreliable prior to confirmatory testing. No results were reported to physicians and there was not patient impact. The following information was provided by the initial reporter: "the customer is preparing the phoenix panels using the autoprep. This week they are having a lot of panels with illogical results and failing qc's. Purity plates created from phoenix ap prepared ID broth tubes are showing mixed cultures, so the customer believes the contamination to be coming from the phoenix ap."